Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -11.50 as an exchange lens into the patient's left eye (os) on (B)(6) 2024 to resolve the low vault. Reportedly, "persists low vault. Patient in treatment of ocular hypertension. " the lens remained implanted. The problem was not resolved. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.